Event description:
It was reported that dosing on the ilet stopped because the system detected no continuous glucose monitor (cgm) connection after the user reconnected the pump. The user utilizes a freestyle libre 3 plus sensor and had inserted a new sensor that was in its warmup period. No reported symptoms. Outcomes included temporary interruption of automated dosing until cgm warmup completed and glucose data became available. Investigation included customer service assessment and troubleshooting with education on cgm warmup and dosing resumption. Investigation of this case revealed that the device functioned as designed, with dosing pausing in the absence of cgm data and resuming once the cgm provided readings. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related factors associated with cgm replacement and warmup, with no device malfunction identified.